Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false upstream occlusion alarm. Evaluation found multiple occurrences of upstream occlusion alarms within the history log. Evaluation also found the lower reading on the ultrasonic sensor to be below specification with a fluid filled set. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when none was present. It was also reported that there was no patient injury.